Manufacturer narrative:
Initial.

Event description:
It was reported that the user disconnected from the ilet for about an hour while changing supplies with a contact detach infusion set, experienced elevated glucose, and then resumed insulin delivery after guided troubleshooting and education; the scenario aligned with an improper or incorrect procedure or method, and no specific device component issue applied. Symptoms included hyperglycemia, with a reported blood glucose of 324 mg/dl prior to reconnection; hypoglycemia with a nadir of 62 mg/dl was also noted as part of the user¿s broader pattern of overtreating low glucose. Outcomes included blood glucose returning to range. Investigation included communication and interviews and analysis of information provided by the user and third-party sources. Investigation of this case revealed no device problem, while a usage problem was identified consistent with user overtreating hypoglycemia during the disconnection period. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.